Manufacturer narrative:
Summary of event: as reported, during a pulmonary thrombectomy procedure, a flexor high-flex ansel guiding sheath was used. The physician inserted the penumbra device into the cook sheath, and the hub of the sheath cracked. The sheath was replaced with another same type device to complete the procedure. The patient was noted to be fine. Access was obtained in the right femoral artery. The anatomy was calcified. Heparin was given during the procedure. The sheath was advanced to seven centimeters. No unintended section of the device remained inside of the patient's body. No additional procedures were required due to the occurrence. No adverse effects were reported due to the occurrence. Investigation-evaluation: reviews of the instructions for use, manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned, and the lot number was not provided. Cook completed a review of device manufacturing instructions and quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook could not complete a review of the device history record (DHR) due to lack of lot information from the user facility. From the information provided upon review of the customer testimony, device specifications, and DHR, cook concluded that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. The IFU instructs to inspect the product upon removal from the package to ensure no damage has occurred. Cook has concluded that a component failure contributed to this event. The risk analysis for the failure mode was reviewed, and it was determined that no escalation actions were required. Cook has notified the appropriate personnel and will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 11aug2021. Access was obtained in the right femoral artery. The anatomy was calcified. Heparin was given during the procedure. The sheath was advanced to seven centimeters.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a pulmonary thrombectomy procedure a flexor high-flex ansel guiding sheath was used. The physician inserted the penumbra device into the cook sheath, and the hub of the sheath cracked. The sheath was replaced with another same type device to complete the procedure. The patient was noted to be fine. No unintended section of the device remained inside of the patient's body. No additional procedures were required due to the occurrence. No adverse effects were reported due to the occurrence. Additional patient and event information has been requested.